Manufacturer narrative:
Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
The complaint involved a patient who underwent a hip revision surgery on (B)(6) 2016. The original surgery is dated (B)(6) 2011. The revision surgery occurred because of elevated cobalt chromium levels. During the revision, the original non-omni acetabular cup, acetabular liner and various screws, along with the omni femoral stem, femoral head and anteverted neck were removed.